Event description:
It was reported that a dissection occurred. A percutaneous coronary intervention was performed on a 85% stenosed mildly tortuous and moderately calcified left anterior descending artery (lad). Following predilatation with a maverick 2 balloon, a 2.75 x 20 synergy stent was deployed at 11 atmospheres (nominal pressure) in the mid lad. Post deployment, an angiogram revealed a proximal edge dissection. A 3.00 x12 synergy stent was deployed to cover the proximal edge dissection and complete the procedure. It was noted that stent damage occurred. No further patient complications were reported and the patient was reported to be good and stable post procedure.

Manufacturer narrative:
H6 device codes: corrected.

Event description:
It was reported that a dissection occurred. A percutaneous coronary intervention was performed on a 85% stenosed mildly tortuous and moderately calcified left anterior descending artery (lad). Following predilatation with a maverick 2 balloon, a 2.75 x 20 synergy stent was deployed at 11 atmospheres (nominal pressure) in the mid lad. Post deployment, an angiogram revealed a proximal edge dissection. A 3.00 x12 synergy stent was deployed to cover the proximal edge dissection and complete the procedure. It was noted that stent damage occurred. No further patient complications were reported and the patient was reported to be good and stable post procedure.